Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the pump was cracked because the customer accidentally dropped the pump in a reclining chair mechanism. The pump was no longer functional. The customer's blood glucose level was 90 mg/dl.